Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, magnetic sensor functionality test and electrical test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No signal noise or recognition issues were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The noise issue and carto recognition issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a decanav catheter and during the operation there was electrocardiogram (ECG) signal interference and a recognition issue. A second device was used to complete the operation. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. Additional information was received on 10-aug-2025. The catheter was inside the patient¿s body when the signal interference occurred. The noise was observed on all body surface and intracardiac ECG channels on the carto® and recording system. The physician did not have an intact ECG signal available to monitor the patient¿s heart rhythm. Per the additional information received, the event has become MDR reportable.